Event description:
It was reported that nurse states their facility has been using the dignishield for stool management. They noticed there was one port on the luer lock syringe (that comes in the kit) did not fit. They were unsure which port it was. It was informed to the inquirer that the tray comes with catheter tube assembly, collection bag, 50ml syringe, lubricating jelly syringe (10ml), instructions for use and 1 bottle (1oz) of medi-aire® (biological odor eliminator). Inflation and irrigation ports use a luer lock syringe, sample and flushing port uses a slip tip syringe that was not included. Inquirer states that tray should come with the slip tip syringe or make a note it was needed. They also believe the luer lock syringe included doesn't fit both the inflation and irrigation ports.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse states their facility has been using the dignishield for stool management. They noticed there was one port on the luer lock syringe (that comes in the kit) did not fit. They were unsure which port it was. It was informed to the inquirer that the tray comes with catheter tube assembly, collection bag, 50ml syringe, lubricating jelly syringe (10ml), instructions for use and 1 bottle (1oz) of medi-aire® (biological odor eliminator). Inflation and irrigation ports use a luer lock syringe, sample and flushing port uses a slip tip syringe that was not included. Inquirer states that tray should come with the slip tip syringe or make a note it was needed. They also believe the luer lock syringe included doesn't fit both the inflation and irrigation ports.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.